Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse at a user facility reported the patient found fluid beneath the cycler following treatment. The source of the leak was not identified. The cassette was discarded per facility procedure. During follow up the nurse reported the patient did not have an adverse event due to the fluid leak.